Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number gd894402 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional or relevant information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, manifested bu the patient not feeling well. The cause of the peritonitis was unknown. Five days after the onset of peritonitis, the patient was hospitalized. The treatment for peritonitis was not reported. The patient had not yet recovered from peritonitis. Additional information was requested and was not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). It was reported that the home patient (hp) experienced peritonitis manifested by cloudy effluent. A week after being discharged from the hospital, the patient's catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient was recovered from peritonitis. No additional information is available.